Event description:
It was reported that this right ventricular (rv) lead was suspected to have caused a perforation. The perforation is likely to have caused a pericardial effusion. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.